Event description:
It was reported that the red button is staying depressed pulling continuous suction.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.